Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-30261. It was reported that the patient presented experiencing pain due to a swollen wound. Upon inspection, it was noted that the patient had an infection and erosion. The pacemaker was explanted and a portion of the right ventricular lead was removed, while the rest remained implanted. The patient was in stable condition.